Manufacturer narrative:
Submit date: 05/25/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that there were exposed copper wires on the enteral feeding pump power cord.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of exposed copper wire. The unit was triaged and the customer¿s reported condition was confirmed. The power cord was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured in 2009 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.